Event description:
Revision surgery after 2 years due to polyethylene wear.

Manufacturer narrative:
This event occurred outside of the us and involved a product that was manufactured outside of the us however, because the link sled endo-model, tibial component also is marketed in the us. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.